Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient was intubated with 8.5 ,the tube had 100% leakage. The customer stated they mobilize adequate volumes without desaturations. The balloon was inflated from the pneumotaponator but the balloon was deflated again. The doctor on duty was informed to change the tube, it is changed to a catheter for cold intubation, the tube is changed for 8.5. The patient was mobilizing adequate volumes in the ventilator but it remains de saturated for what was changed again by means of laryngoscopy, patient was intubated, which is set at 25 cm, is connected again to a mechanical ventilator under the established parameters. Intubation was required.